Event description:
It was reported that the left ventricular (lv) lead was in a suboptimal position since implant. During a lead revision procedure, the patient coded and their blood pressure dropped while the right atrial (ra) lead and lv lead were attempted to be extracted. The patient received cardiopulmonary resuscitation and an operating room team was called. A small tear was found in the lateral innominate- superior vena cava (svc) junction that was repaired via sternotomy and the patient left the operating room in stable condition. The leads were explanted and replaced with epicardial leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.